Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive buttons due to corroded keypad traces. Device received with minor scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a missing dome label sticker. Nothing further reported.